Manufacturer narrative:
B3: may 2025 was the reported month and year of the event but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was blood leakage. This occurred during use, however there was no reported patient harm/adverse event.

Manufacturer narrative:
G1 - updated one sample 3ml provent syringe and engaged needle-needle-pro device was received for investigation of complaint that there was blood leakage. No packaging was included. Review of the returned sample showed damage at the syringe shoulder. Pictures were also provided. The condition of the product was such that it was not possible to conduct a leak test. While the complaint is confirmed, without a provided lot number, it cannot be determined what machine the product was packaged/assembled on or how the defect occurred. No further actions will be taken at this time.